Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer had discontinue using the insulin pump and was returned for analysis.